Event description:
My new defib/pacemaker went off 11 times on that day. Monthly doctor appointments; device has been adjusted 2 times since event. Date of use: 2007 - 2008. Diagnosis or reason for use: heart failure. Event reappeared after reintroduction? No.